Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. A sample was received for evaluation. The product sample consisted of an introducer needle, a marked guidewire, two dilators and a mahurkar catheter; however a blue permcath adapter was received detached from the extension. A visual inspection was performed and crack was found on the thread pitch area of the blue adapter. The red adult adapter did not present any issues. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening catheter connections can crack the adapters. The device was more likely damaged during use. The most probable root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify luer adapter leaking in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint of the catheter was cracked and there was errhysis outward. The service time was less than 3 months. Patient involved without injury. The catheter will be returned for investigation.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was released on 03/29/2012. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause the joint to crack. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Additional information received further clarified that the catheter was repaired. The catheter was not pulled and replaced.